Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: per additional information received intra-operatively in total laparoscopic hysterectomy while suturing vaginal cuff, the needle broke. Half of the suture needle remains in the vaginal cuff. X ray was performed. More damage could be done attempting to remove then leaving. So, decided to left in place. Patient status: recovered without complications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: while suturing, the needle broke. Half of the needle was retained.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual inspection of the sample noted no sutures and 1 needle. The needle was received broken. Upon microscopic inspection of the needle, scratches were observed on the sides of the needle. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the bent or broken needle may occur when the needle is not loaded properly or when the needle is forced into an obstacle. This condition may also occur if excess pressure is exerted on the needle or the attached suture while the jaws are in the open position. In these situations, the needle may flex and ultimately break. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.